Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture" against left side device. Device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles inside of the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening."

Event description:
Healthcare professional reported "rupture" against left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.